Manufacturer narrative:
DHR review did not show issues related to this complaint. Complaint cannot be confirmed since the sample has not arrived for investigation. The MFR will continue to trend relating complaints.

Event description:
The event is reported as: complaint alleges: stapler fired 3-4 staples at once during use on a patient, so stapler jammed. No patient injury reported.